Manufacturer narrative:
(B)(4). D10: item# a-4860.36; lot# unknown - medartis 2.8 aptus. G2: foreign - event occurred in switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient involved in a retrospective and prospective clinical study and underwent a revision approximately three (3) months post-implantation due to experiencing a hallux valgus recrudescence including a cock-up toe. The revision involved chevron osteotomy for pasa correction, and the issue was resolved. No other patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported initial hallux valgus and 2nd cockup toe correction on (B)(6) 2022 with revision on (B)(6) 2022 due to recurrence of hallux valgus and 2nd cockup toe. Hallux valgus, bunion, is a big toe deformity with a lateral deviation or angling towards the 2nd toe. Cockup toe is a deformity a loss of muscle function, contracture, resulting in the toe being bent up in the middle joint of the toe bed, also known as hammer toe. These conditions are present preoperatively with a recurrence rate of 5-50% postoperatively with surgical revision to repair the continued deformity. The patient required a revision due to the recurrence of deformity without allegations against components but to patient anatomy. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.